Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system displayed mid 16 (software) error code upon power on the system during treatment. The customer checked the power plug and no issue was observed. The system was replaced with another system to continue treatment. No known impact or consequence to patient.

Manufacturer narrative:
The thermogard console (sn (B)(4) was evaluated at the customer site, the event log was reviewed and the data recorded a mid16 (software) error message, confirming the reported event. Evaluation of the console found no issue during initial power up. It was noted that the entries on the patient data was full. The issue was resolved after deleting the entries on the patient data and clearing the mid16 error message in the event log. The thermogard console software was reloaded as a preventive measure to stop the recurrence of the mid16 error message. The console was tested and passed all final specification and functioned as intended without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).